Event description:
It was reported that the patient experienced "bumping" in their chest wall while lying on their left side. The left ventricular lead was reprogrammed and the lead remains in use. It was noted that the patient was enrolled in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62, implantable tachy lead, (B)(6) 2012; 6725, implantable adaptor, (B)(6) 2012. (B)(4).